Event description:
It was reported that during a ptca/stent procedure on a pt experiencing a myocardial infarction, the stent delivery system balloon ruptured during attempted deployment of the stent. Angiography revealed the stent was partially deployed. The device was removed forcefully against resistance and it was revealed that the stent had been pulled to the left main when the delivery system broke free. The stent was deployed in the left main with another company's balloon and it was noted the deployed stent was partially covering the circumflex artery. Although the pt remained in stable condition throughout the procedure, she was then sent for bypass surgery. As stated in the instructions for use, the safety and effectiveness of this device has not been established in pts with a recent myocardial infarction where there is evidence of thrombus or poor flow.